Event description:
The device showed no magnet response despite numerous magnet positions. The device cannot communicate with the programmer. This unit is part of the quantum/suprima ii safety alert. The pt has sufficient intrinsic rhythm. The exact event date is unknown.